Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found to sense noise when at an specific intracardiac potential. Initially, the impedance value was around 800 ohms, but after november 7, a value of over 3000 ohms was recorded. At the same time, the auto polarity was changed. The impedance value of the unipolar after changing the polarity was around 700 ohms. There was not much change in the threshold and amplitude value. An emergency follow-up was performed at (B)(6) hospital on november 7. Impedance value was 700 ohms, threshold value was 1.0v 0.4ms, amplitude value was 4.8mv (in unipolar). There was no change in settings at this time. Looking at the front x-ray image, it can be observed that there is a fracture around the costoclavicular ligament and arround the cephalic vein. One coil was connected and it was probably a negative coil. Since the patient is young, he was referred and sent to (B)(6) university hospital for the removal of the rv lead. The right ventricular (rv) lead was removed and also the right atrial (ra) lead and the device were removed. Both the ra lead and the device were removed due to physician discretion and not due to malfunctions. No adverse patient effects were reported.